Event description:
The customer contact reported that the "blood bag grew" during a blood transfusion. The tubing set was primed with normal saline, loaded into a plum pump, connected to the pt's peripheral IV catheter and the delivery was started at an unspecified rate. A short time later, the tubing set was reprimed with the transfusion blood, reconnected to the pt's central line catheter and the blood transfusion was started. Approximately 30 minutes later, the nurse noted "the blood bag grew". At that time, the pump was powered off and the tubing set was removed from the pump. There were no reported adverse pt effects and no med interventions were required. The pt received the blood transfusion the next day. Though requested, no additional information was provided.